Event description:
An optometrist reported that one moth following photorefractive keratectomy (prk), the patient presented with an unexpected refractive outcome in the right eye. The optometrist explained that the surgical room was very hot and humid on the day the patient was treated with the laser. In a follow up, the center director reported that the patient's cylinder was not corrected, as he had the same amount of cylinder he had before surgery; the left eye had a good outcome. The patient reported pain and blurry vision during his one-day follow up visit. The pain resolved five days later and the vision began to improve after one month. The patient was also diagnosed with dryness in the left eye, which improved with artificial tears. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information was provided. No sample is expected for evaluation. The system history showed that the laser was successfully verified prior to, and after the date of treatment. Although it was requested, not enough information was provided to properly complete an investigation. The root cause could not be identified by the investigation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).